Event description:
During preventative maintenance, it was reported by the intuitive surgical, inc. (Isi) technical field specialist that the patient side manipulator (psm) 1 and psm 2 failed the brake weight drop test. This failure was found during preventative maintenance and had no patient involvement, however if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the psms involved with this complaint and completed investigations. Failure analysis investigations confirmed the reported issue from the field that both psms failed the weighted brake drop test. Both psms brake and gear were replaced to resolve the reported issue. Intuitive surgical inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that would affect any material of the final product and/or the quality or performance on the part. This complaint is being reported due to the psm arm failing the weighted brake drop test during failure analysis.

Manufacturer narrative:
The psm has not been returned for evaluation. At this time, the root cause of the customer reported failure mode cannot be determined. A supplemental MDR will be submitted after the evaluation has been completed or if additional information is received. This complaint is being reported due to the patient side manipulator (psm) arms failing the brake weight drop test.